Event description:
Consultant reported: during a scheduled removal procedure, the tip of the screwdriver broke. Nothing broke into patient, nothing to retrieve. This is 1 of 2 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Ha review of the device history records was performed and no complaint related issues were found the visual inspection performed as part of the product evaluation revealed the hex tip is broken off the shaft at the transition between the tip and the shaft. There is no damage to the rest of the instrument. It is unknown how the screwdriver was used, and if there was any excessive side loading during the removal, which may have led to this breakage. Since it is unknown how the screwdriver was used, it is deemed indeterminate. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).